Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 05 jun 2018: (B)(4) has been re-opened due to receipt of litigation records. Litigation alleges pain, stiffness, discomfort, anxiety, metal toxicity and weakness which affects the patient's mobility. The event description has been updated to indicate the allegations as reviewed. The law firm name, date of implant, affected side and patient harm were updated as well. Added new associated contact and an impacted product record for the stem was added due to alleged metal toxicity. Doi: (B)(6) 2009; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, the patient was revised to address pain. Revision notes reported that there was abundant scar, greyish fluid consistent with metallosis, and mild trunnionsis with a very few small black spots around the trunnion. It was also reported that her ion levels were less than 7 but no values and lab results were provided so there is not enough information to disapprove the previous allegation of high metal ion levels.